Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 29mm sapien 3 valve. The valve had been properly prepared and valve alignment was performed without issues. However, during the procedure, when the pusher was pulled back, the valve was retracted with it. Therefore, the valve was no longer centered on the balloon. The delivery system was retracted into the descending aorta and the valve was released. A new kit was used and another valve was successfully implanted. There was no patient injury.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: two (2) kinks on flex shaft at 62.5 cm and 70.5 cm approximately. Minor gouges on flex tip. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of thv moves on balloon working length during positioning and valve not between alignment markers and deployed were confirmed per evaluation of the provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''when the pusher was pulled back the valve was retracted with it, therefore the valve was no longer centered on the balloon. (...) Since retraction was not possible because the valve was already partially open, the valve was implanted in the straight part of the descending aorta''. For the complaint of thv moves on balloon working length during positioning, per evaluation of the retuned device, two (2) kinks were observed which could indicate potential presence of tortuosity. Navigating a thv in a tortuous anatomy can buildup tension in the system, which is supported by the presence of minor gouges on the flex tip. It is likely that some tension was released during flex tip retraction causing the valve to be mispositioned. A product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g., via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon during flex tip retraction. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (tension build-up in system) may have contributed to the reported event. However, a definitive root cause was unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. However, a product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks and a CAPA was previously initiated to document the investigation and drive corrective/preventive actions as appropriate. No additional escalation is required at this time. For the complaint of valve not between alignment markers and deployed, per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy partially the valve even though it was positioned off the markers which could cause the valve to shift proximally during deployment and potentially be deployed in non-target location. As such, available information suggests that user error (not following instructions) may have contributed to the complaint event. Available information suggests that user error (not following instructions) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.